Event description:
It was reported perfusion staff attempted to convert from cardio-pulmonary-bypass (cpb) on a heart-lung machine in the operating room to a cardiohelp. After 10 minutes of support, the cardiohelp circuit clotted off. They went back on the cpb circuit and primed a separate circuit with sorin centrifugal pump. After initiating therapy on the sorin circuit, it clotted off, as well. The perfusion staff stated they "do not think it was the cardiohelp". (B)(4).